Manufacturer narrative:
In follow up with the customer, she indicated that she did not see a fire, but did see melting and sparking. She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would send the original power supply in for eval/analysis. However, after repeated follow-ups with the customer to obtain the product, it has not been received as of the date of this report. Sparking is indicative of at least one short in the dc cord, which does not pose an electrocution risk since it is on the dc side of the transformer; however, sparking poses a risk should it come in contact with a combustible material. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an eval will be performed and a supplemental medwatch submitted at that time. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that the power supply for her pump sparked and melted.